Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the diagnostic data and wireless telemetry were not available upon device interrogation. No further information is available at this time.